Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged that she has seen a film in device and reservoir is a little warm. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of a film in the device and the reservoir was warm. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one e-53 logged continue error. No parts were replaced as the device was scrapped by the manufacturer. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section d9, h3, and h6 for this updated coding and information.